Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg required repair. It was noted that the main printed circuit board (pcb) was corroded and contaminated, atrial output connector and hanger were broken, upper and lower case halves; encoder assembly, all control knobs, liquid crystal display (lcd); display frame; all display grommets; all display frame screws; all encoder nuts; both output connector nuts; (2) case screws; hanger screw and all printed circuit board (pcb) screws were contaminated. It was further noted that both wires on the lcd were pinched. (Not compromised). All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for repair subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.